Event description:
Philips received a complaint by the customer on the v60 indicating that the device reported an error during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device reported an error during use. The investigation is ongoing.

Manufacturer narrative:
It was determined that the error was related to the data acquisition (da) printed circuit board assembly (pcba). A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the da pcba to resolve the issue. The fse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.